Event description:
It was reported that balloon rupture occurred. Two coyote balloon catheter was used to treat the 99% stenosed, moderately tortuous, and severely calcified posterior tibial artery. First was a 1.5mm x 20mm x 143cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 4 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and another 1.5mm x 20mm x 143cm coyote balloon catheter was advanced, but the balloon also ruptured during first inflation at 4 atmospheres for 15 seconds. Both devices were removed without any issues and replaced with another manufacturer's devices, and the procedure was completed. There were no patient complications as a result of this event and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. Two coyote balloon catheter was used to treat the 99% stenosed, moderately tortuous, and severely calcified posterior tibial artery. First was a 1.5mm x 20mm x 143cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 4 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and another 1.5mm x 20mm x 143cm coyote balloon catheter was advanced, but the balloon also ruptured during first inflation at 4 atmospheres for 15 seconds. Both devices were removed without any issues and replaced with another manufacturer's devices, and the procedure was completed. There were no patient complications as a result of this event and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the coyote device was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed the balloon had a rupture. Microscopic examination revealed that the balloon ruptured along the proximal marker band area. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported complaint. This concludes the product analysis.